Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 25-aug-2023. H.6. Investigation summary: this complaint is for misidentification of escherichia coli when using phoenix panel nmic/ID-307 (449289) batch number 3038343. The customer returned nine e. Coli, two p. Mirabilis and one e. Cloacae isolates, phoenix lab reports and log files but did not return panels for the investigation. To investigate, twelve (12) retention panels from the complaint batch and twelve (12) retention panels from the same material but different batch number were tested with the customer returned isolates on a phoenix m50 machine and evaluated for identification results. For a total of twenty-four (24) panels tested as part of the investigation. All twenty-four (24) panels identified correctly; therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed three additional complaints on complaint batch 3038343, related to this defect and none of which have been confirmed. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
It was reported that while using panel phoenix nmic/ID-307 misidentification of e.coli is occurring. No patient impact was reported. The following information was provided by the initial reporter: customer provided additional information and is still having e. Coli mis-ids hazard, injury or erroneous results? No hazard, injury or erroneous results details occurrence # 5: 07/14/23 panel lot # 3038343 ID broth lot # 3067435 8 ml ast tube lot # 2278501 ast indicator lot # 3087117.

Event description:
It was reported that while using panel phoenix nmic/ID-307 misidentification of e.coli is occurring. No patient impact was reported. The following information was provided by the initial reporter: customer provided additional information and is still having e. Coli mis-ids hazard, injury or erroneous results? No. Hazard, injury or erroneous results details . Occurrence # 5: (B)(6) 2023. Panel lot # 3038343. ID broth lot # 3067435. 8 ml ast tube lot # 2278501. Ast indicator lot # 3087117.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.